Event description:
The consumer stated that her electric tooth brush detectable piece is a potential safety hazard as she was brushing her teeth a week ago with her electric toothbrush and detachable piece with the bristles came apart. The consumer wanted to emphasize her concern over the piece and not at all with her electric toothbrush. The consumer worries that a consumer may injure themselves or break a tooth as a result of this. The consumer also worried that this piece could have came apart while in her mouth. The consumer uses the brush 2 times a day and has owned the pieces for the last 2 weeks. The consumer was using the tooth brush, which is designated to run automatically for 2 minutes. The piece is supposed to detach for removable by design but it should only move with reasonable force. The consumer has yet to call the retailer or the firm. The consumer stated that she was not harmed or injured by the product, nor did she experience an electric shock. The product is still intact and threw the piece in the trash. The piece came in a package of three and threw away the remaining pieces. The consumer has not consulted with an oral physician since the incident. The consumer stated that the piece is 4 inches long. (B)(4). Purchase date: (B)(6) 2011: this date is an estimate.